Event description:
It was reported that the customer's blood glucose was 50 mg/dl and she was working with her healthcare provider to adjust the insulin pump settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.